Event description:
The clinician reported that over 3 months after the dental implant was placed in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The clinician noted a bone defect and bleeding in this patient with poor hygiene. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.